Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 2:31 am on (B)(6) 2017 the pump module was programmed to infuse oxytocin 30unit in 500ml at a rate of 1ml/hr with a vtbi of 200ml. The device was channeled off at 2:47 am and removed from the system at 3:11 am. The only alarm during this period was for a patient side occlusion at 2:32 am. The volume recorded as being infused during this period was 0.022ml. The pump module and disposable set were not returned for investigation. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that after hanging a bag of pitocin 30 units/500ml, the nurse programmed the pump using guardrails and noted that the correct rate and volume were populating. However, the patient began experiencing increased contractions very soon after the infusion was initiated. The nurse noted that the drip rate in the drip chamber was very rapid and not at the rate that was depicted on the module. The infusion was stopped and there was no adverse outcome to the patient.